Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that one of the 2 parallel capacitors c31 and c295 shorted the 24v supply line from the power supply. The high current from the short destroyed the capacitors and melted/burned the pcb layers underneath, disconnecting the 24v supply line from the 12v power supply circuit. After reconnecting the destroyed 24v trace all supply voltages of the pm board were within specification.

Event description:
The customer reported that the ventilator will not power up. The customer reported there was no patient involvement.